Event description:
The pt was reportedly experiencing intermittency, followed by loss of sound. Testing of the device showed that all electrodes were shorted. Surgery to explant the pt's device has been scheduled.